Event description:
Customer reported via phone call that they had hospitalized due to insulin pump stopped working and high blood glucose levels. Customer reported diabetic ketoacidosis. Blood glucose level at the time of incident was 442 mg/dl. Customer had been using insulin pump within 48 hours of reported. The auto mode was not active. Customer reported recurring insulin flow blocked alarms. Confirmed that insulin was not being reused or mixed, or was expired or denatured. Customer stated the tubing was not bent or kinked. Customer stated they had performed fill tubing process and insulin exited. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.